Manufacturer narrative:
A lead hung up during removal of the leads was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14984. It was reported that during a lead pull post scs trial, the lead was stuck on the nerve root requiring effort to pull it out. The physician also noted purulent discharge at the lead site and patient was treated with antibiotics. The issue was resolved.